Manufacturer narrative:
Philips service replaced the hard disk spare part and reloaded the software, restoring the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that cini and x-ray were not functioning due to image disk issues on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.